Event description:
The customer complained about the overinflation. The product was evaluated and confirmed the allegation - automatt overinflated. There was no indication of patient involvement, and no injury was reported.

Manufacturer narrative:
Arjo informed the customer about the field action (fa), which instructed how to puncture the grommet membranes to eliminate the risk of patient fall. The customer confirmed that they conducted the field action on the mattress themselves, but during the evaluation, the arjo technician noticed that the membranes were not punctured. The cause of the automatt over-inflation is an incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu (thermoplastic polyurethane) tube may break over time due to the extruding force of the silicone tube and the external bending force, causing air accumulation in automatt. In summary, the nimbus 4 mattress did not meet its specification since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the failure (automatt overinflated), which may lead to a patient fall and serious health consequences. The UDI number is not available as the device was manufactured before UDI implementation.